Manufacturer narrative:
(B)(4). Medical product -oxf uni ph3 femoral impactor , item 32-420127 , lot zb151201. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01135

Event description:
It was reported that the black tip of impactors is wearing off and small fragments are detaching from it. No harm to patient.

Event description:
It was reported that the black tip of impactors is wearing off and small fragments are detaching from it. No harm to patient.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. The instrument lot zb140102 was in the field for approximately 4 year and 8 months. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The most likely cause of the reported event was the instrument wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.